Manufacturer narrative:
A visual examination of the returned device found the outer sheath and wire sub-assembly kinked and buckled. The handle cannula was kinked and broken. The handle cannula was not seated properly in the pinch vise and both heat-shrinks were bent. Functionally the basket would not close when the handle was actuated. The condition of the returned incident device was consistent with the complaint that the device was defective. Since there are controls in the manufacturing process to limit product performance issues, the most probable root cause is undeterminable due to the lack of evidence identifying the use of the device. (B)(4).

Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that a lithocatch immobilization device failed and it didn't work during a stone removal procedure. The event date reported to be (B)(6), 2011. The procedure was completed with another lithocatch immobilization device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
It was reported to boston scientific corporation that a lithocatch immobilization device failed and it didn't work during a stone removal procedure. The event date reported to be (B)(6), 2011. The procedure was completed with another lithocatch immobilization device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.